Event description:
It was reported that the reload was received in sales unit carton in the unopened condition. The individual reload packaging was unopened and showed no signs of damage. Damage to the cartridge lugs on both sides of the reload was visibly apparent through the clear packaging material. There was no damage at all to the tyvek or clear c-film.

Manufacturer narrative:
(B)(4). Batch # 609a81. Date of event is 2022, event day and month unknown. Captured as (B)(6)2022. Investigation summary: the product was returned to ethicon endo-surgery cincinnati for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that one gst60g reload was received in the sales unit carton in the unopened condition; upon visual inspection, the individual reload packaging was unopened and showed no signs of damage, with damage to the cartridge lugs on both sides of the reload visibly apparent through the clear packaging materia. In addition, the reload was removed from the sterile package and the damage noted was verified with additional damaged noted on the pockets. No functional test was performed due the condition of the reload. This defect has been potentially correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.